Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test and unexpected battery out limit alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery repeatedly. The customer¿s blood glucose level was 322.2 mg/dl. The customer was assisted with troubleshooting for failed battery but it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.